Event description:
A turnpike catheter was used during a procedure with a patient experiencing acute in-stent thrombosis. Resistance was encountered when the physician attempted to advance the turnpike catheter through the stent. The distal tip of the turnpike catheter was damaged and was removed with the guidewire. Other devices were used unsuccessfully; the patient's condition worsened and the patient expired. The physician reported that the turnpike catheter had no negative impact on the patient's outcome.